Manufacturer narrative:
Upon further review of the device evaluation, it determined that the device also failed pretest for general condition. It was further determined that the motor seized, jammed and was moving heavy. The assignable root cause was corrected. The assignable root cause has been updated from improper maintenance to premature wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor was too slow on the compact air drive device. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check function of soft mode switch (safety system), check for excessive noise, check for untrue running, check triggers for forward/ reverse mode, check for air leak, and check for air hose coupling. It was noted in the service order that the motor was blocked on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.